Event description:
Customer reported having issues with high and low blood glucose levels. Customer's blood glucose was 259 mg/dl. Customer stated on (B)(6) 2014 he was on steroid shots and has been having issues ever since the (B)(6). The drive support cap was normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were reviewed. Customer stated his settings were changed by his doctor and customer changed them back on (B)(6) 2014. Customer did not have a tubing clamp so high pressure test was not performed. Customer removed site and cannula was not bent. Customer mentioned that last october he primed the tubing and when he hit act it would start over. Customer stated the dome sticker was missing. No further information reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resister. Unable to perform the occlusion test due to prime anomaly. The device was received with missing end cap sticker, cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window.